Event description:
Additional information was received indicating the physician does not allege the performance of the device caused nor contributed to the event. There is no allegation on the device.

Event description:
It was reported that high defibrillation impedance was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.